Event description:
It was reported that the customer received a battery out alarm. It was also reported that the insulin pump was exposed to moisture. Customer's blood glucose level was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on the electronics. The insulin pump was unable to verify battery out limit, display anomaly or button keypad anomaly due to blank display anomaly. No beeping anomaly noted. The insulin pump received with cracked case at display window corner, reservoir tube and minor scratched display window.